Event description:
It was reported on (b)(6)2026 that the patient used two infusion sets more than 72 hours. Patient experienced high blood glucose level and treated with multiple daily injection.

Manufacturer narrative:
MDR (b)(4) / Initial 1 of 2Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380